Manufacturer narrative:
An unexpected return confirmed a male luer break. Visual inspection as received confirmed the male luer collar to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. No further testing could be performed due to the broken male luer collar. The root cause was related to design of the specific male luer component.

Event description:
Although an unexpected tubing set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a broken male luer. No further information is available.

Manufacturer narrative:
Concomitant medical products; one used 10ml bd syringe, lot: 9231377, exp: 2022-08-31. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Customer stated that there were no patient involvement/demographic information available.

Event description:
It was reported that the male luer broke upon observation of the attached photo of the unexpected return. The customer stated that there is no event information available.